Manufacturer narrative:
(B)(4). Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision surgery on the left femoral component approximately two years post implantation due to an inability to extend the knee past 15degrees. The femoral component was replaced with a smaller size without complication.

Event description:
No further event information available at time of this report.

Manufacturer narrative:
(B)(4). Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. DHR was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no acute osseous abnormality or evidence of implant loosening; overall fit and alignment are unremarkable, bone quality appears mildly osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.